Event description:
Prior to an unknown procedure, the handle of the device was broken/ loose when opened. The instrument was not applied to the pt. A new device was opened and the case was finished smoothly. There was no pt consequence.